Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained and transseptal puncture (tsp) was performed. Heparin was administered after the tsp was completed and the activated clotting time (act) was 298. The watchman access system fxd double curve (was) was advanced. A watchman flx closure device and delivery system (wd) was advanced and positioned at the laa then subsequently deployed. A small thrombus was noted at the end of the was on transesophageal echocardiogram (tee) imaging. Additional heparin was given. Release criteria was met and the watchman flx closure device was implanted. The thrombus remained on the was tip visible on tee. The watchman flx delivery system was removed with tee guidance as thrombus remained visible on the was tip. Mechanical thrombectomy was performed and the thrombus was retrieved. Tee confirmed there was no additional thrombus. The device was was removed, and the procedure was concluded.